Event description:
Endo gia stapler put up onto sterile field, along with endo gia load 30-2.5. Scrub tech put it together. The instrument did not close properly when being cycled and prepared for surgeons. A new reload was given up and the unused load was passed off the field and placed in a biohazard bag.